Manufacturer narrative:
Based on the information provided, no conclusions can be made. Multiple attempts have been made to request additional information. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event ((B)(6) 2023) is provided as an estimate based on the awareness date. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the patient underwent two surgeries alleged to be related to ventralight st mesh placement and now has extreme pain.